Manufacturer narrative:
The affected device has been requested by the manufacturer. The device has not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that an alarm appeared during use on the device. The clinical personal was unable to reproduce this error. No negative impact in state of health reported.